Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify keypad unresponsive or button error due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with scratched display window.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding and had cosmetic damage. The customer¿s blood glucose level was 142 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer stated that the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.